Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the rate control is intermittent. The rate goes up when the control is turned down or goes down when turned up. Follow-up information received found the device was connected to a patient at the time of the event, but there was no patient injury.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not duplicate the reported event. Analysis did find that the upper and lower cases were broken, the side bail covers were broken, the battery release, heart block, heart wire contacts, battery drawer, release spring, battery flex and heart lead flex were contaminated, the lead flex cover was corroded, the ring cover and ring bail were missing, the battery contacts were contaminated and the keyboard and encoder flex were out of specification.